Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the vitrectomy cutter was not cutting. The cut rate was reduced to five thousand cuts per minute, but it still was not cutting and only aspiration was occurring. Three new vitrectomy packs were opened, but none of the probes were working. The surgery was completed after replacing the product with new one. There was no information about patient impact.

Manufacturer narrative:
Additional information was provided in b.5, h.6 and h.11 the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional new information has been received that the vitrectomy probes aspiration was intermittent during vitrectomy surgery. There was no patient impact.